Manufacturer narrative:
This complaint has been reassessed based on additional information gathered by the manufacturer. It was determined that this event does not fulfill reporting requirements per 21cfr803. The subject product is not approved for use in the us market, nor is there a similar product distributed in the us.

Event description:
It was reported that the customer has received nine (9) damaged boxes of jelonet 10x10cm ctn 100 because they had a vaseline leak. As this was noticed in a non-surgical environment, there was not patient involvement.

Manufacturer narrative:
H10: internal complaint reference (B)(4).